Manufacturer narrative:
Additional, changed, and/or corrected data: b1 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of rupture was received on april 03, 2025, with lot number 2753437. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Patient reported rupture. The device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Patient reported rupture. Healthcare professional later reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. Additional, changed, and/or corrected data: h.6.